Manufacturer narrative:
The device was returned for evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involving a 12 cm (5") pur smallbore trifuse extension set, medication leakage was observed from a cracked luer-lock connection. Upon disassembly, a crack was identified along the luer-lock connector of the 3-way stopcock. The device setup was replaced, including the stopcock. It was reported that no excessive force was applied during tightening. There was patient involvement; no injury was reported.